Event description:
It was reported that patient was having a lot of pain where the implant was, which had been going on ¿for over a month¿ prior to the report. The implant was sore, burned and was hot to the touch. The patient had tried turning stimulation off but the soreness didn¿t improve. Of note, the patient fell last week at a department store.

Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3 778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).